Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated foreign body reaction, chronic inflammation, excessive scarring, contraction, extrusion, dysuria, bladder pain, pelvic pain, dyspareunia, infections, urinary problems and other injuries.